Manufacturer narrative:
A brand name, model, UDI or manufacturer lot code were not provided. With no means to determine the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported upon removal a tampon came apart leaving part of the tampon inside her vagina. She stated the tampon had to be removed in two pieces. Multiple attempts have been made to obtain further information regarding the consumer¿s use of the product, however, no further information has been received.